Event description:
The customer checked the batteries and battery clips for integrity and cleaned the contacts with an alcohol wipe, and this resolved the advisories. It was reported that there are no plans for percutaneous lead replacement. The account communicated on (B)(6) 2019 stating that the driveline was twisted at the two distal clips in the submitted x-rays. In addition, the silicone shielding in that location also had a tiny hole. However, the submitted x-ray images appeared unremarkable. The account stated that the patient¿s speed dropped and red alarms were detected when the patient used the grounded patient cable. They stated that the pump speed increased after using batteries and an ungrounded patient cable. The patient is on ungrounded cable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the report of the low speed alarm can be confirmed based on the submitted log files, however a specific cause cannot be conclusively determined. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported external driveline damage could not be conclusively established through this evaluation. The submitted log files contained approximately 14 days of data, ranging from day 1300 to day 1308 and day 1316 to 1322. The files captured low speed events on day 1304 and day 1319 through day 1321. It was noted that the low speed events occurred while the patient was supported by the power module. The low speed and low flow alarms were also observed during the events. A pump stop event was noted on the last entry of day 1321 and appeared to have occurred during a power source exchange. Thereafter, the pump remained above the low speed limit until the end of the file. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g4: manufacturers aware date was inadvertently omitted from previous report. The correct date was may 23, 2019.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 11 months. The patient remains ongoing on lvad support with the device and an ungrounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a review of the device history detected a low speed alarm. No adverse effects to the patient were reported. Log files submitted to the manufacturer's technical services captured a speed drop below the low speed limit that occurred while connected to the power module. A subsequent history review on (B)(6) 2019 detected low speed alarms. The patient had no discomfort. The log file reviewed by the manufacturer's technical services showed several speed drops while connected to the patient cable. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the lvad was connected to the power module. A submitted x-ray of the percutaneous lead was unremarkable. Reportedly, the pump speed drops that were detected on (B)(6) 2019 occurred when the patient was using a grounded patient cable. After using batteries and a non-grounded patient cable, the pump speed increased and there were no further speed drops. It was reported that a percutaneous lead (driveline) replacement is pending. No additional information was provided.